Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during testing on an unknown date, the device was skipping. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was skipping and the motor rpms were noisy but within specification; the spring seal and reciprocating arm were damaged and the adjustment cams and dowel pins were out of calibration. The screw seal, thickness control shaft, bearings, screws, fine adjustment cams, motor sleeve, bearing spacer, planetary gear, ring gear, spring seal, eccentric shaft, dowel pin, planetary carrier, wave washer, swivel, and reciprocating arm were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.